Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer did not remember the amount of insulin that was remaining in the cartridge. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.